Event description:
Asr revision; asr xl acetabular system - right hip; reasons for revision; pain and femoral periprosthetic fracture.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl acetabular system - right hip, reasons for revision: pain and femoral periprosthetic fracture - incorrect see below. Update received (B)(6) 2014. Patient age, weight, height, activity level and x-rays added. New fields completed. (B)(6) 2014: operative notes attached. This is the second revision on the right hip. See com (B)(4) for the first revision. The following information has been altered: (B)(4). Product code and lot number for stem 3l92502 / 2392821 amended to l92524 2343565 all products except cup revised (B)(6) 2007. Reasons for revision: stem loosening and pain. Bilateral patient, left hip not yet revised. Any updates for these coms need to be checked against the explanatory notes before being added to the coms as crawfords have got their products and surgery dates mixed up.